Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch and high capture threshold were observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and there were no adverse consequences.